Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that the display of her onetouch ping enhanced meter was fading. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged display issue began 1 and a half to 2 months prior to contacting lfs. The patient is on insulin pump therapy. The patient claimed she overdosed on her bolus insulin by 3 units due to the alleged display issue and developed symptoms of ¿lightheadedness, weakness, low blood glucose and sweating¿ half a month after the alleged issue began. The patient claimed she drank juice as self-treatment for her symptoms. The patient denied that her blood glucose was tested on any other device. At the time of the troubleshooting, the csr noted the subject meter was not being used for the first time and there was no indication of misuse to the device. The csr confirmed the patient had a back-up meter. Product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the reported display issue began.